Event description:
It was reported that during a lap sigmoidectomy procedure, the tech fired the device for testing before handing it off to the surgeon and the jaws would not open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.